Event description:
The customer reported that the system failed to properly save pt image cine data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was reformatted and system software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.